Event description:
Product was returned for investigation. It was determined that the product malfunctioned.

Manufacturer narrative:
Product was returned for investigation. It was determined that the product malfunctioned.

Manufacturer narrative:
B3: the event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that diamondclean smart 9300 power toothbrush caught fire. No injuries were reported. Minor property damage was reported.